Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the stent became compromised on the balloon during advancement and during removal, the stent caught on the distal end of the introducer sheath resulting in dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the iliac artery. The 7.0x39 mm omnilink elite 35 stent was attempted to be positioned at the target lesion but it was noted that the stent was not the appropriate size needed. During removal of the stent delivery system, the stent caught in the introducer and dislodged. The proximal portion of the stent was already outside the introducer valve so it was easily removed. Another stent was used to successfully treat the target lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.